Event description:
Boston scientific received information from a local health care provider that this lead had fractured. The lead was reported to have been surgically abandoned. It was also reported that a few months later the patient had lost a significant amount of weight and the patient's device had started to erode the pocket. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.